Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was initial concerns of premature battery depletion for this device as it has depleted from 95% to 17% after approximately two years. The device has exhibited battery depletion (bd) code. Remote device analysis discussed that the battery status is recovering. The code can be reset. No adverse events.